Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The device was simply removed from the patient's body. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6) hospital. Device evaluated by the manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube and shaft. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The device was simply removed from the patient's body. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.